Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) even was identified which occurred in the therapy initiated on (B)(6) 2014 at 19:19:05. During night drain cycle three, the patient's ultrafiltration reading was 1354ml, indicating the home patient drained 1354ml more than their maximum programmed fill volume of 2100ml. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufactured on an unreported date in july 2013. The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. It was determined that the cause of the iipv event was due to a false empty detect and use error, further specified as an inappropriate bypass of a low drain volume (ldv) alarm, not including the initial drain. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass a ldv alarm. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.